Event description:
The biopsy needle broke at the base of the piston. At the end of the procedure when the nurse attempted to remove the needle from the endoscope, this needle broke at the base of the piston. No section of the device remained in the pt or hard to be retrieved. No add'l procedures were required due to this occurrence. No adverse effects on the pt were reported to have occurred due to this event.

Manufacturer narrative:
There was no echo-hd-19-c device of lot c715365 in stock at the time of the investigation. X echo-hd-190-c of unk lot was returned for eval. The device was returned not in its original packaging and was open on return. The complaint info stated that user of the device had the following issue "at the end of the procedure, when the nurse want remove the needle, this needle broke at the base of the piston". On eval of the returned device, one part of the needle returned within the sheath which both the sheath and needle had broken away from the device at approx 1cm below the sheath extender. The sheath did not appear to have any marking to indicate that it could have been stretched or forced apart. The relevant engineer noted that the needle was caught within the sheath at the needle notch. The remaining piece of needle returned within the device and it could advance and retract. No part of the needle was missing. The stylet was not returned with the device. From info received, the needle broke when the nurse was removing the needle from the endoscope and the stylet was in place inside the needle when advancing into the targeted site. It is unk as to how the sheath broke away. The customer complaint was confirmed as the needle was broke below the sheath extender. A possible cause of this complaint may be that if the needle at approx 1cm below the handle and if the user was retracting the needle and if got caught on the sheath at the needle notch it may cause the needle to break on removing it from the endoscope. However, it is not possible to conclusively determine the root cause of this complaint as we are unable to replicate the conditions of use in the lab. From the info provided, two biopsies were obtained with the use of this device. It may be noted that a project and CAPA has been completed by product development to implement changes to the sheath. The device involved in this complaint was manufactured prior to the completion of the project. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for the echo-hd-19-c device of lot c715365 did not reveal any discrepancies that could have contributed to this issue. No corrective action is warranted at this time. From the info provided, there was no harm to the pt. The 2 year complaint history has been reviewed and this type of complaint occurrence is low. Customer qc will continue to monitor complaints of this nature for potential emerging trends.